Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load process. Customer's blood glucose (bg) was above 500 mg/dl. Additionally, it was reported that the customer experienced a low bg less than 54 mg/dl; cause was unknown. Customer declined to troubleshoot the issue further with tandem technical support and declined to provide additional information regarding the events.